Manufacturer narrative:
Analysis of the pump, model # 8637-40, sn (B)(4), found a gear train anomaly. The motor stall was caused by the shaft-bearing.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was unknown, the pocket was inflamed or irritated. The pump attributed to the event. The patient's pump pocket was tight and filled with serous fluid. The patient was sent to their surgeon for evaluation. The patient had an exploration of the pump site and the mesh pocket was removed. The patient then developed a wound at pump site, that was "not infected." It was noted that the patient recovered without permanent impairment; the patient was having a hard time getting pain relief but had no withdrawal symptoms. The pump site healed without problems.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Additional information was received. It was indicated that the wound did not heal from exploration, though it cultured negative for organisms. The pump and catheter were explanted on the day of report with a planned reimplant in six to eight weeks.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient's status after the device was removed was "recovered without sequela." The reason for the catheter removal was "total elective explant."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, the patient was scheduled for a pump pocket exploration and possible replacement of the pump and/or catheter next week. Apparently, the pump pocket looked very swollen and the doctor wanted to open it and look for the cause of the swelling issue. The pump pocket was also noted as being distended. No pain was reported. The patient status at the time of the report was ¿alive- no injury.¿ it was later reported that old blood and fibrin was in the pocket and the capsule was removed. No catheter issue was noted. The pump was refilled in the operating room. It was initially reported, the system was being used to deliver morphine, but it was later clarified the system was delivering hydromorphone.